Event description:
Event: conversion to standard open repair. Case details: the patient was implanted with an ancure endograft in 1998. In april, 2001 the patient was treated with a wall stent for unreported reasons. In january, 2002 an endoleak was reported. The cause of the endoleak is being investigated. 6 months later the patient was converted to standard open repair, and the endograft was explanted.